Event description:
Ibc from pt reported issues with crono pump ((B)(4)) pt had 4 occlusions over 2 separate days. Pt is on back up pump now which is working fine without occlusions. Pt was asked to check tubing (said it is ok) and central line (pt will notify md). Pt was offered a cnss visit - refused. No sob or clinical worsening reported. We will send the replacement and return box. No other info known. Dose or amount: 44.1 ng/kg/min, frequency: continuous, route: it. Dates of use: from (B)(6) 2017 to ongoing, ndc: (B)(4), diagnosis or reason for use: pah.